Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported "ventilator inoperative" and "service required" alarm conditions were observed and the power management board and internal battery needed to be replaced to address the issue. The device also failed test steps during testing and the sensor board needs to be replaced to address the issue. As previously reported the device was not repaired and was scrapped per the distributor's request.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced for a "ventilator inoperative" alarm condition and the power management board and internal battery were replaced for "service required" alarms. The device was not repaired and was scrapped per the distributor's request.